Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated that she was told by her healthcare provider (hcp) that the family was reporting the last few times they've come to visit the therapy was off. The rep interrogated and there were no issues with the patient device. The usage shows 97%, and believes that the device was just turned off. The patient lives at an assisted living facility and the staff helps manage the patient's device. Additional information was received from a manufacturer¿s representative (rep). The rep reported they were informed from the patient¿s daughter that the stimulation turned off when switching between groups. The stimulation was manually turned back on at that point and therapy resumed as normal. Additional information was reported that rep indicated that the patient is in an assisted living home. In one instance the patient's daughter checked the device and it was off and they did not know how the device was turned off. The caller checked the ins the other day to review the report to see when the ins was off. The daughter said that the stimulation turns off when changing from group c to a and there has been other instances when the device was off and they didn't know why. The rep stated that they have been able to turn the ins back on and they have not had other issues with therapy. The caller stated the cause for the ins turning off was not determined. It was speculated that the programmer was out of range at some point during the switch and lost connection to the ins. The stimulation will be simply turned back on if it happens again. It's unknown if the issue was resolved as the patient is in a locked down facility and only the patient's daughter witnessed it one time. They think they just need to ensure that the programmer stays close to the patient/ins while switching groups.